Event description:
Patient complaints: needle is very painful when inserted staff complaints: needle feels "weird" when inserted, as if the needle is "dull". Customer would like to return 6.5 cases for credit.